Event description:
Customer was admitted to hospital for low blood glucose. Customer blacked out while driving and was involved in an accident. When customer primed the pump in the morning, customer did not see numbers on the screen.